Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she experienced high and low blood glucose levels. The insulin pump was showing that her blood glucose level was below 40 but her blood glucose was above 400 mg/dl. The customer's sensor and blood glucose reading difference was inaccurate. Customer's sensor glucose reading was 40 mg/dl but her blood glucose level was 397 mg/dl. The customer's sensor and blood glucose level difference was not within an acceptable range. The customer experienced a low blood glucose level of 49 mg/dl. The device was not returned.